Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "patient presents to bmt clinic today with his central line leaking and upon exam it was noted to have a crack in the lumen. This is patient's first central line and it was place in different facility in (B)(6) 2021. Surgery is consulted for rewiring versus replacement of double lumen central line. Patient came to the or to have broken central line removed and replaced. I was told that the red port was cracked/didn't work. Line was replaced. We don¿t have any other information."

Event description:
It was reported that approximately five months post catheter placement, the catheter allegedly leaked. It was further reported that the catheter allegedly had a crack. Reportedly, catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6fr powerline d/l catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed. In addition to the returned physical sample, three electronic photos were provided for review. The investigation is confirmed for the reported fracture and fluid leak issues as a partial circumferential break was noted on the extension leg which is proximal to the catheter hub. Upon infusion to the red luer, a leak was noted between the catheter hub and the extension leg. Aspiration was attempted but was unsuccessful. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post catheter placement, the catheter allegedly leaked. It was further reported that the catheter allegedly had a crack. Reportedly, catheter was removed and replaced. There was no reported patient injury.